Event description:
Complainant alleged that the medics were monitoring a pt (age and gender unknown), who was complaining of chest pains, with the unit in semi-automatic mode. The medics reported that the device displayed a "status 42" message and gave a verbal message of "check electrodes". The complainant indicated that the medics continued to monitor the pt with the device in manual mode. There was no adverse effect on the pt as a result of the reported malfunction.